Event description:
The device was used during a video assisted thoracic surgery lobectomy procedure. Reportedly, a component disengaged into the pt's cavity and the staples did not form properly. The surgeon was able to retrieve the component and applied another device to complete the procedure. There was unexpected tissue loss. The hospital has reported no pt injury occurred.